Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in experienced label or packaging smeared/illegible. Product defect was noted prior to use. The following information was provided by the initial reporter: this is a report about defective printing on the packages of nexiva. Before use, the customer noticed defective printing on the packages. Lot # was illegible due to such a printing defect.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two nexiva 22ga units in sealed packages from material number 383512, lot number unknown. In addition, four photographs were submitted which displayed similarities to that of the returned units as there was illegible print on the package label. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. Operators are responsible to splice a new top web roll with the used top web roll before the rolls runs out.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in experienced label or packaging smeared/illegible. Product defect was noted prior to use. The following information was provided by the initial reporter: this is a report about defective printing on the packages of nexiva. Before use, the customer noticed defective printing on the packages. Lot # was illegible due to such a printing defect.